Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope experienced no image. The issue occurred during an unspecified therapeutic procedure. There was no report of delay. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of " image noise occurs and an image cannot be displayed" was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation: due to damage on ccd unit in endoscope connector and damage on video plug, color tone of the image is not proper (image color is magenta or green only). Also, adhesive around objective lens is peeled. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image issues occured due to due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. And that the peeled adhesive issue occured due to stress of repeated use, external factors, or handling of the device. The event can be prevented/detected by following the instructions for use described in operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events of image noise and color tone of the image is not proper. Additionally, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the evaluated event of peeled adhesive around objective lens. Olympus will continue to monitor field performance for this device.